Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Case number: (B)(4): mps says that the arm was shaking during tha reaming and j3 can be moved slightly when the breaks are on and the system is powered off. Dispatch requested logs to be sent. He checked the camera and base array was not moving. He said that the pelvic array was moving due to the arm shaking but he says the surgeon feels something is off in the elbow of the arm.